Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg pocket site when they sat down. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the pocket site was repositioned, resolving the issue.